Event description:
A telemetry monitor was attached to a patient without notifying the monitor tech. The tech noted they were not receiving an image when they were told patient there was a patient in the room 5 1/2 hours latter. A new battery was placed in the monitor and the patient was noted to be in normal sinus rhythm without incident.